Event description:
Product: pt described product as aosept cup. Pt called to report that the cup fractured. Is cup available for return? No. Were the lenses damaged? Yes. Was there personal injury? No. Was there property damage? No.